Manufacturer narrative:
Low blood glucose (bg) levels were confirmed between (B)(6) 2017. User did not utilize the continuous glucose monitoring (cgm) option of their t:slim g4 pump. Of the seven days low bg levels were confirmed, cartridge change sequences were conducted on four of the days. User made bolus requests without entering current bg levels and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels over the past month. To address the bg level, the customer consumed juice. Recommendation was made to consult with health care provider (hcp) regarding diabetes management.